Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for a procedure. During procedure, cross puncture was not possible after radio frequency was applied. The issue did not improve after replacing the cable, and it was improved after replacing nrg needle. There was no error given at the time and there were attempted to cross the septum four times. The procedure was completed successfully by using different device, same model. No patient complication was reported.